Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty and the stent dislodged from the catheter. The target lesion was located in a very tortuous shepherds hook portion of the right coronary artery (rca). The physician plaed a 7 fr fr4 wiseguide guide catheter and predilated the lesion with a 3.5x15mm maverick balloon. Two pt2 guidewires were used in the buddy wire method but the physician was unable to cross the lesion with a 3.5x24mm taxus express2 drug eluting stent. When the stent delivery system (sds), guide catheter and guide wire were pulled out the stent slipped off the sds into the sheath. The physician snared the stent out and all items were removed. A new 7fr fr4 wiseguide catheter and guidewire were introduced and a 4.0x24mm liberte bare metal stent was deployed. There were no patient complications and the patient is reported as ok.